Event description:
It was reported the patient is experiencing difficulty communicating with her scs ipg and external devices. A sjm representative met with the patient and observed the patient programmer displays a communication "error." A replacement patient programmer sent to the patient did not resolve the issue. In addition, the representative observed the patient's ipg is tilted. The patient's physician ordered x-rays of the patient's ipg and lead to further evaluate the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.